Manufacturer narrative:
(B)(4). This complaint was for a report of a air in tubing (without alarm) was confirmed: nurse reported patient has been experiencing trouble in performing proper procedure to prevent air into the system. The cause was trapped air bubbles in the patient line. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding therapy questions, which occurred on the homechoice (hc) during use during dwell. The home patient (hp) stated that there was air in his the patient line during dwell. The hp stated that they think the air was coming from the cassette. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated the hp has had trouble performing proper procedure and has been causing air to enter the setup. The rn stated the baxter products are not defective. The rn stated they have reviewed the proper procedure with the hp. The rn stated the hp has had no injury or medical intervention from these incidents.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.